Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump was dropped and had cracked on battery compartment and left of screen. The customer blood glucose level was 300 mg/dl to 400 mg/dl. The customer was treated with insulin pump and manual injection for high blood glucose level. The customer stated that they were having an issue with their insulin pump and their blood glucose running high. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had cracked belt clip slot, cracked case at display window corners. No cracked battery tube threads noted.